Manufacturer narrative:
Patient weight: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A automated peritoneal dialysis (apd) patient experienced sterile peritonitis manifested by abdominal pain and cloudy peritoneal dialysis effluent. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and the patient began treatment with intraperitoneal (ip) ceftazidime, 1 gram per day and vancomycin, ip, every 72 hours (dose was not reported). Pd therapy was ongoing at the time of the event. Three weeks after onset, the antibiotic treatments were completed, the patient was recovered from the peritonitis and discharged from the hospital on the same day. No additional information is available.